Event description:
It was reported that during a cryoablation procedure, after withdrawing the sheath from the catheter, the valve was leaking. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files for the date of the reported event and the sheath, 4fc12 with lot 04265, were returned and analyzed. The data files did not show any system notices or issues. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon was introduced through the sheath. Dissection showed that the hemostatic valve was leaking and torn. In conclusion, the reported leaking valve has been confirmed through testing. The sheath, 4fc12 with lot 04265, failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.